Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes bj3fd1000 and 2352227. A search of the complaint database finds additional reported incidents against lot code 2380258 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes bj3fd1000 and 2352227. A search of the complaint database finds additional reported incidents against lot code 2380258 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address acetabular loosening. Doi: unk - dor: (B)(6) 2010 (right side). Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain, discomfort and toxic cobalt-chromium metal ions to be released into the blood, tissue and bone. Date of implant has been provided. Liner and head are now being reported to address these allegations.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 4/9/2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, osteolysis, and metallosis. Records are available for further review.